Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, after the physician made his throws with the pinnacle mesh leg, he felt that the mesh was twisted inside the patient. The physician could not straighten the mesh, so he cut and removed it. The case was completed using another pinnacle, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. The complainant indicted that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.